Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. D4: corrected primary UDI number from (B)(4) to (B)(4) the absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the initially filed reports it was stated that the internal components of the sheath of the first device separated during partial deployment. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with no tortuosity via a crossover technique. A command guide wire was advanced to the lesion and a 5x200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was inflated twice with success. The first 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion but only partially deployed about 3-4 centimeters. During removal of the delivery system, the stent separated and part remained in the anatomy, partially inside the target lesion. A second 6x150 mm absolute pro sess was advanced in order to crush the separated stent to the vessel; however, this device also partially deployed. It is partially over the piece of the first stent and the meshes were seen to be frayed and lengthened along the length of the stent. The two stents did not impact patency so it was decided to not continue with the procedure. The patient is doing well and will follow up for a potential future procedure. No additional information was provided.